Event description:
Lvad patient was seen in (B)(6) clinic and his system controller was assessed. Pt's black power cable on his system controller had a tear in the outer protective coating that is now showing the wires underneath. Patient states he is unsure what happened to the cable but that it kept "kinking up and coiling on itself and then it tore". Patient denies any alarms from his controller. FDA safety report ID # (B)(4).